Manufacturer narrative:
The insulin pump was received with motor error alarm during the basic occlusion test and compromised force sensor system alarm during the prime test at 4.0 pounds due to faulty force sensor system. The pump passed the operating currents measurement, self-test, unexpected error test, displacement test. The pump was unable to perform the occlusion and excessive no delivery test due to motor error alarm. No alarms noted. No damage found on pump noted. No unexpected buzzing constant tone or audio/beep anomaly noted. Alarm confirmed in the history file due to corrupted history file. The motor passed motor test. The pump had cracked case at display window corners, belt clip slot and minor scratched display window.

Event description:
Customer reported via phone call that they experienced unexpected restart, external ram crc error, displayable history crc error and audio beep anomaly. Customer's blood glucose value was unknown. The customer stated that the pump had a constant buzzing tone. The customer stated that they changed the battery and the screen was discolored. The insulin pump will be returned for analysis.